Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what type of procedure was the device use in? What was the product code of the device? Procedure was an oesophagectomy, the product code of the device used was a cdh25a although the team thinks an eea 25mm (competitor product) may have been used instead. On which firing did the event occur? Device is a one firing product, so occurred on first and only firing. Where within the gap setting scale was the orange indicator prior to firing? Unknown, surgeon states it was within the indicated window, tends to bring it to midway point in normal practice. What confirmation was received that the device was fully fired? Surgeon states he can¿t recall if he heard/felt the crunch of the ring to confirm full firing. Did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Unknown due to intraluminal stapling technique. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No, intraluminal stapling means the staple line is not visible. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Presumed to be. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? Surgeon states he did the three quarter turn that is recommended. How was it confirmed that the anvil was free from the tissue prior to removing? It wasn't. The device was removed from the patient, and pulled the anastomosis out with it, suggesting the anvil was not free. Was the procedure extended? If yes, how long (minutes). Yes, by three hours. Was the post-op care changed for the patient? No, post op care for patient was already planned to be (B)(6). What is the current patient status? Discharged home on (B)(6) 2017.

Event description:
It was reported that during an oesophagectomy, the device cut a hole in the stomach, resulting in a handsewn anastomosis being performed instead. The surgeon stopped using the device in question, and reverted to a handsewn anastomosis rather than attempt another stapled anastomosis. Procedure was delayed. There were no patient consequences reported.